Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. Device analysis revealed a guidewire loaded in the exit port and was released without issues. The guidewire wire comes around the catheter like twisted on it. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID # (B)(4).

Event description:
Same case as MFR: 2134265-2017-06448. It was reported that a catheter intertwined with the guidewire occurred. The 70% stenosed target lesion was located in the 30% or less calcified artery. An opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that opticross¿ imaging catheter was intertwined with luge guide wire. The physician removed both devices by pulling together through luge guide wire successfully. No harm to the patient was reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06448. It was reported that a catheter intertwined with the guidewire occurred. The 70% stenosed target lesion was located in the 30% or less calcified artery. An opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that opticross¿ imaging catheter was intertwined with luge guide wire. The physician removed both devices by pulling together through luge guide wire successfully. No harm to the patient was reported.

Manufacturer narrative:
Updated: device lot number, device expiration date and device manufactured date. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06448. It was reported that a catheter intertwined with the guidewire occurred. The 70% stenosed target lesion was located in the 30% or less calcified artery. An opticross imaging catheter was selected for use. During the procedure, it was noticed that opticross imaging catheter was intertwined with luge guide wire. The physician removed both devices by pulling together through luge guide wire successfully. No harm to the patient was reported.